Event description:
It was reported that the patient experienced a battery depletion issue and a display problem with their pump. There was no adverse impact to the customer¿s blood glucose level. Technical support proceeded with replacing the pump to address the display issue.